Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report (B)(4). The device was manufactured april 26-29, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked "from the nozzle¿ ¿at the point of union with the lid.¿ this occurred prior to patient use. The device had been filled with fluorouracil. There was no patient involvement. No additional information is available.